Manufacturer narrative:
The custommer reported replacing the lcd panels. Covidien is not authorized to repair this device.(B)(4)

Event description:
It was reported that the ventilator&#39;s lower display was blank. The ventilator was not in use on a patient at the time of the event. There is no report of death or serious injury associated with this complaint.